Manufacturer narrative:
According to the facility, "a team member experienced irritation" and "has developed visible rashes on both hands" after using the product. The facility reported "cortisone cream was applied" to manage symptoms. The individual subsequently "visited the emergency room and received steroids" for treatment and "to soothe the areas". The individual was reported to be doing "better after being provided with sensitive gloves." The facility reported, "due to the visible nature of the rash and ongoing discomfort, this raises concerns for product sensitivity." No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to a serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "a team member experienced irritation" and "has developed visible rashes on both hands" after using the product.